Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had been initially programmed at 100 ml/hr with a vtbi of 50 ml, later showing a ¿user stop¿ after delivering 12 ml. The volume was cleared, and the infusion was adjusted to 40 ml/hr with a vtbi of 20 ml. The device then entered and exited sleep mode, after which ¿no¿ was selected to the ¿new patient¿ prompt, confirming incorrect initial programming. The cause of the condition was determined to be the infusion program set up was incorrect/ incorrect concentration entered. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device had been initially programmed at 100 ml/hr with a volume to be infused of 50 ml, later showing a ¿user stop¿ after delivering 12 ml. The volume was cleared, and the infusion was adjusted to 40 ml/hr with a volume to be infused of 20 ml. The device then entered and exited sleep mode, after which ¿no¿ was selected to the ¿new patient¿ prompt, confirming incorrect initial programming. No additional information is available.